Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: during the incoming inspection pre-repair temperature tests were performed. After running the device for 1 minute, the temperatures were as follows: rear ¿ 23.8 c (74.84 f), middle ¿ 25.2 c (77.36 f), and, nose ¿ 57.3 c (135.14 f). The handpiece was also found to be noisy.

Event description:
It was reported that "when the reported visao high-speed drill was being used during a surgery, the reported product had overheating and shaft wobbled. The procedure was completed using another product.&#55316;here was no patient impact or injury.